Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The ntr clip dellivery system is filed under a separate medwatch report.

Event description:
This report is filed for single leaflet device attachment of cds0601-xtr / 80926u108. It was reported that this was a mitraclip procedure for both severe mixed mitral regurgitation (mr) and torrential functional tricuspid regurgitation (tr). Two mitraclips were successfully implanted in the mitral valve. A third mitraclip (cds0601-ntr/ 80914u185) was advanced to the mitral valve without issues. The grippers were attempted to be lower, however were unable. The cds with un-deployed clip was removed without issue. Once on the back table, an unknown substance, possibly tissue or thrombus, was noted blocking the grippers. Once this was removed, the grippers could lower as expected. Another device was not used and the mr had been reduced to grade 1-2. No other device issues were noted. No further treatment was provided for any possible clot or possible tissue damage. The procedure then focused on the torrential tr. One mitraclip was successfully implanted in the tricuspid valve. A second mitraclip (cds0601-xtr /80926u108) was implanted in the tricuspid valve without issues. Post deployment, the clip detached from the posterior leaflet while remaining attached to the septal leaflet (single leaflet device attachment-slda). There was no treatment provided for the slda. The procedure was completed and the tr had been reduced to severe. Due to the slda, there were no adverse patient effects and no patient injury was noted. No additional information was provided regarding this issue.

Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted that the mitraclip instructions for use states: the mitraclip system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr) greater than 3+ due to primary abnormality of the mitral apparatus [degenerative mr] in patients who have been determined to be at prohibitive risk for mitral valve surgery by a heart team, which includes a cardiac surgeon experienced in mitral valve surgery and a cardiologist experienced in mitral valve disease, and in whom existing comorbidities would not preclude the expected benefit from reduction of the mitral regurgitation. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to user technique/procedural circumstances, and due to insufficient leaflet capture. The user error (improper or incorrect procedure or method) was associated with the use of the mitraclip device on the tricuspid valve, which is considered an off-label use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.